Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error with open book image on the screen. Customer's blood glucose value was 10 mmol/l. The customer was assisted with troubleshooting. Customer stated that red x on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be return for analysis.

Manufacturer narrative:
The pump was received with a critical pump error due to moisture damage to the force sensor. The pump was received with corroded electronic assemblies and corroded motor home switch. The pump had a cracked case on the corner of the belt clip rails near the battery compartment.